Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "severe capsular contracture", baker grade unknown. Healthcare professional later reported baker "grade 3". Healthcare professional additionally reported "capsule was very thick and calcified in some areas". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ calcification: unable to observe as it is not related to the device. As per the investigation procedure non-penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "severe capsular contracture", baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.